Event description:
Hospital alleges that when doctor was performing an endoscopic brain tumor biopsy, he found it difficult to introduce the grasper into central instrument channel of sheath. After he introduced grasper, he saw metal flakes come into view inside the pt. Doctor completed procedure; hospital contact stated he did not schedule additional procedure to retrieve shavings because the particles did not pose any danger to patient's health.

Manufacturer narrative:
There was resistance when inserting the grasper into the working channel of the sheath, but the product is designed for tight clearance because of neuro indication. We scoped instrument channel and found what appears to be loose metal particles attached to inner wall of stopcock on proximal end. We believe that inadequate cleaning may have resulted in metal particles being left in the channel.